Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the implantable cardiac monitor exhibited undersensing. The device was reprogrammed and resumed normal functions.